Event description:
It was reported that while using an ilet pump clipped to a belt/pocket during riding mower operation, the pump repeatedly initiated rewind and progressed through the full sequence of button presses and slides, which the user associated with a subsequent high glucose event; the user performed a supply change with no observed issues and no pump alerts were recorded. Symptoms included hyperglycemia, with the user also reporting muscle weakness and vomiting. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.